Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the pump usb port. Reportedly, the customer was able to charge the pump with an alternate cable with no issue. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.